Event description:
It was reported that: the PICC was functioning well for 20 days at home. On monday 10/9, at approximately 12pm, the home care nurse changed the dressing and drew labs from the PICC. The patient's wife reported that she had a hard time flushing the PICC at 5:30pm and was unable to administer his 5:30pm meds. Home care came back out on 10/10 and said the PICC was leaking and had a pinhole in it. On assessment in the ed today at 2pm, the PICC was completely occluded and there was leaking through a pinhole at the 2. 5cm mark of PICC catheter. Vat nurse removed the PICC, and vat placed the PICC in a biohazard bag and forcefully flushed the PICC. A large clot came out of the PICC and visible small leak at the 2.5cm mark of catheter. A new line was inserted in the opposite arm. There was no reported patient harm or consequence. They were reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 1-lumen PICC catheter for analysis. Signs of use in the form of biological material were observed on the catheter. Visual analysis revealed a hole in the PICC catheter body between the 2cm and 3cm marking. The distal end of the catheter was severed and it is assumed the catheter was intentionally severed. Microscopic examination revealed that the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scissors , scalpel, etc). The hole in the catheter body measured 3.8mm from the juncture hub. The catheter body length from the juncture hub to the severed end measured 48cm, which is not within the specification limits of 58.56-63.64 cm per the catheter product drawing , therefore, at least 10.56cm of the catheter body was severed and not returned. The catheter body outer diameter measured 0.06030" , which is within the specification limits of 0.0580"-0.0610" per the catheter extrusion product drawing. A lab inventory syringe filled with water was attached to the extension line and flushed. When flushing the extension line, water was observed leaking out of the hole in the catheter body. Performed per IFU statement, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also informs users how to trim the catheter, "cut catheter straight across (90 to catheter cross-section) using trimming device (where provided) to maintain a blunt tip." The report of a leaking catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a hole 3.8mm from the juncture hub on the catheter body extrusion. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scissors, scalpel, etc). Based on the customer report and the sample received, unintentional use error (contact with sharps) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the PICC was functioning well for 20 days at home. On monday 10/9, at approximately 12pm, the home care nurse changed the dressing and drew labs from the PICC. The patient's wife reported that she had a hard time flushing the PICC at 5:30pm and was unable to administer his 5:30pm meds. Home care came back out on 10/10 and said the PICC was leaking and had a pinhole in it. On assessment in the ed today at 2pm, the PICC was completely occluded and there was leaking through a pinhole at the 2. 5cm mark of PICC catheter. Vat nurse removed the PICC, and vat placed the PICC in a biohazard bag and forcefully flushed the PICC. A large clot came out of the PICC and visible small leak at the 2.5cm mark of catheter. A new line was inserted in the opposite arm. There was no reported patient harm or consequence. They were reported as fine.

Manufacturer narrative:
(B)(4).